Event description:
It was reported by the manufacturer representative (rep) that during a stage 1 surgery the neurosurgeon (ns) had issues with two leads. One lead showed impedance issue with anything in combination with electrode 2a. No factors could be identified that led or contributed to this issue. The following was the list of events when the issue presented: lead was implanted into target anatomy (stn). Failed connectivity test, had ns twist b31040 on proximal end of lead, failed connectivity test, ran impedance at 0.7v to understand what electrode(s) were out of range; showed anything with 2a being >10k, had ns loosen depth stop screw, failed connectivity, delivered 0.8 v through 3+,2-, 60 pw, 140 hz for 1 min, failed connectivity again, checked impedance at 1.5v, anything with 2a showed >20k, ran more stimulation through 3+, 2- @ 1ma, ran impedance at 3v, 2a and 0 <(>&<)> 2a and 1a were high, all other electrodes in combo with 2a were 30.0k to 37.7k; since impedances kept going higher even after running stim and testing at higher voltage on impedance, (ns) asked for a new lead as they were not comfortable with the performance of this lead. The lead was explanted; new sensight lead was placed. The issue was resolved. The second lead had slight bend in the stylet in the distal end. Lead was never implanted; (ns) asked for a new lead. The issue was resolved. The leads were returned. The patient was alive and no injury was reported.

Manufacturer narrative:
Continuation of d10: product ID b3300542. Serial# (B)(6). Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6) found no anomaly. Analysis of the lead (s/n (B)(6) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.